Event description:
Adverse event(s): "scotoma, changes in retinal sensitivity" (retina, damage to). Product problem(s): "retained subretinal perfluorocarbon liquid" (use of device issue). Literature article reports: a (B)(6) woman presented with a rhegmatogenous retinal detachment of the right eye. She underwent a combined pars plana vitrectomy and scleral buckle to the right eye. She presented one month later with a recurrent retinal detachment in the right eye. Pars plana vitrectomy with intraoperative use of purified perfluoro-n-octane (pfo) liquid was performed and silicone oil tamponade was used. Postoperatively, a small pfo bubble was noted beneath the nasal retina. It was observed for 12 months and no changes in the retina surrounding the droplet were observed. Scanning laser ophthalmoscope (slo) microperimetry was performed and revealed an absolute scotoma at the droplet. This is the third of four medical device reports being filed for this literature report.

Manufacturer narrative:
The product insert / directions for use (dfu) state perfluoron must be completely removed from the eye and replaced with an appropriate vitrous substitute. Also the literature provides precautions to avoid inadvertent placement of perfluoron behind the retina during injection, the final fill level in the eye should always remain posterior to any large retinal breaks. Additionally, the literature states if perfluoron is introduced into a large retinal break, it may slip into the subretinal space. Special care should be taken to examine for and remove any subretinal perfluoron through an existing posterior tear or through a posterior retinotomy prior to completion of surgery. No lot code was provided and no sample was returned so no further investigation could be performed at this time. Literature citation: asheesh tewari, md, dean eliott, md, christopher n. Singh, md, enrique garcia-valenzuela, md, phd, yasuki ito, md, phd, gary w. Abrams, md: changes in retinal sensitivity from retained subretinal perfluorocarbon liquid. Retina: the journal of retinal and vitreous diseases. February 2009, volume 29 - issue 2, pages 248-250. Additional info was requested on 06/09/2010, 06/10/2010 and 06/28/2010 by phone, fax, and mail. A complete questionnaire has not been received. (B)(4).